Manufacturer narrative:
Product complaint:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: karjalainen l, ylitalo aa, lähdesmäki m, eskelinen a, mattila vm, repo jp. Use of the trochanteric fixation nail advanced (tfna) may increase the risk for nail breakage and early breakage time compared to other frequently used implants. Injury. 2025 may 8;56(7):112410. Doi: 10.1016/j.injury.2025.112410. Epub ahead of print. Pmid: 40367833. Objective/methods/study data: the aim of the present retrospective cohort study was to investigate whether doubts raised about the performance of the tfna are well-founded. Between 2014 and 2020, a total of 1193 patients with a mean age of mean (sd) age was 81.1 (11.7) years were included in the study. These patients were divided into two groups. No nail break group consist of 1644 patients (tfna - 739 patients, gamma 3 - 457 patients, pfna - 233 patients, tfn - 211 patients, intertan - 4 patients) while the nail break group consist of 21 patients (tfna - 15 patients, gamma 3 - 5 patients, pfna - 1 patient). The follow-up period with the mean (sd) age of 70.4 (18.3). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes tfna and pfna. Adverse event(s) and provided interventions possibly associated with unk - nail head elem: tfna screw (qty 1) -patient 1, 77-year-old female had collum screw breakage while standing and had reoperation on february 7, 2020. Adverse event(s) and provided interventions possibly associated with unk - nail head elem: tfna screw (qty 1) -patient 2, 69-year-old male had collum screw breakage while standing and had reoperation on october 8, 2020. Adverse event(s) and provided interventions possibly associated with unk - nail head elem: tfna helical blade (qty 1) -patient 3, 78-year-old female had collum blade breakage while walking and had reoperation on september 18, 2020. Adverse event(s) and provided interventions possibly associated with unk - nails: tfna (qty 1) -patient 4, 77-year-old female had intramedullary nail breakage and had reoperation on september 15, 2020. Adverse event(s) and provided interventions possibly associated with unk - nails: tfna (qty 1) -patient 5, 75-year-old female had intramedullary nail breakage and had reoperation on august 10, 2020. Adverse event(s) and provided interventions possibly associated with unk - nail head elem: tfna screw (qty 1) -patient 5, 75-year-old female had screw breakage and had reoperation on august 10, 2020. Adverse event(s) and provided interventions possibly associated with unk - nail head elem: tfna screw (qty 1) -patient 6, 74-year-old female had screw breakage and had reoperation on august 19, 2020. Adverse event(s) and provided interventions possibly associated with unk - nails: tfna (qty 1) -patient 7, 83-year-old female had intramedullary nail breakage and had reoperation on june 5, 2020. Adverse event(s) and provided interventions possibly associated with unk - nail head elem: tfna screw (qty 1) -patient 8, 63-year-old male had collum screw breakage (no revision surgery). Adverse event(s) and provided interventions possibly associated with unk - nails: tfna (qty 1) -patient 9, 19-year-old female had intramedullary nail breakage and reoperation on march 20, 2020. Adverse event(s) and provided interventions possibly associated with unk - nails: tfna (qty 1) -patient 10, 30-year-old female had intramedullary nail breakage and had reoperation on february 18, 2020. Adverse event(s) and provided interventions possibly associated with unk - nails: tfna (qty 1) -patient 11, 52-year-old female had intramedullary nail breakage and had reoperation on january 20, 2019. Adverse event(s) and provided interventions possibly associated with unk - nails: tfna (qty 1) -patient 12, 93-year-old female had intramedullary nail breakage and had reoperation on january 15, 2020. Adverse event(s) and provided interventions possibly associated with unk - nail: pfna long (qty 1) -patient 13, 89-year-old male had intramedullary nail breakage. No reoperation. Adverse event(s) and provided interventions possibly associated with unk - nails: tfna (qty 1) -patient 14, 82-year-old female had intramedullary nail breakage and had reoperation on october 24, 2018. Adverse event(s) and provided interventions possibly associated with unk - nails: tfna (qty 1) -patient 15, 76-year-old female had intramedullary nail breakage due to falling and had reoperation on august 28, 2018. Adverse event(s) and provided interventions possibly associated with unk - nails: tfna (qty 1) -patient 16, 73-year-old female had revision surgery for femur inversion and later intramedullary nail breakage and had reoperation on june 15, 2018. Adverse event(s) and provided interventions possibly associated with unk - constructs: tfna short (qty 1) -patient 2, 69-year old male had nonunion and had reoperation on october 8, 2020. Adverse event(s) and provided interventions possibly associated with unk - constructs: tfna short (qty 1) -patient 4, 77-year old female had miscellaneous or unknown complications and had reoperation on september 15, 2020. Adverse event(s) and provided interventions possibly associated with unk - constructs: tfna long (qty 1) -patient 8, 63-year old male had nonunion (no revision surgery). Adverse event(s) and provided interventions possibly associated with unk - constructs: tfna short (qty 1) -patient 10, 30-year old female had nonunion and reoperation on february 18, 2020 and wound revision was done on february 9, 2020, treated until december 31, 2020. Adverse event(s) and provided interventions possibly associated with unk - constructs: pfna long (qty 1) -patient 13, 89-year old male had subtrochanteric fracture. No reoperation. Adverse event(s) and provided interventions possibly associated with unk - constructs: tfna long (qty 1) -patient 14, 82-year old female had nonunion and had reoperation on october 24, 2018.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate